Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Hip revision of accolade I stem and cobalt chrome 36mm head as well as poly liner. Patient felt discomfort and felt a pop (per discussion with surgeon.). Implanted new x3 poly, ceramic head, and restoration modular broach body with 217 bowed porous stem.

Manufacturer narrative:
A hip revision was reported. Through the investigation a medical review confirmed disassociation involving an metal femoral head and accolade stem. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar). "Damage was also observed on the taper of the head, likely from interacting with the trunnion of the accolade stem" the material analysis concluded: "no material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: a review of the provided case and x-ray by a clinical consultant indicated: "no further clinical information is available and consequently no root cause of failure can be establish based upon the current information. More info is needed." Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a material analysis was performed and concluded that "no material or manufacturing defects were observed on the surfaces examined". The exact cause of the event however could not be determined because insufficient information was provided. Further information such as operative reports, lateral x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Hip revision of accolade I stem and cobalt chrome 36mm head as well as poly liner. Patient felt discomfort and felt a pop (per discussion with surgeon.). Implanted new x3 poly, ceramic head, and restoration modular broach body with 217 bowed porous stem.